Manufacturer narrative:
A visual inspection was performed on 4 opened and used enlite sensors. 1 of the 4 sensors was received with a broken cannula and the broken parts are missing, the 3 remaining sensors were received with bent cannulas; unable to confirm if the customer received the sensors in said condition due to the customer received them opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she had some bent sensors and one cannula was missing. Customer also had a sensor that does not have a needle. Customer stated that she was not sure what happened to the sensor and declined troubleshooting. Customer stated that she has a hard time following someone over the phone and she can't see what she is doing. Customer was advised that the sensors would be replaced.